Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, atrial lead noise resulting in automated mode switch episodes was observed. It was noted that the patient had been lost to follow-up. The noise was able to be reproduced through isometric movements. All other electrical values were normal. Device reprogramming was performed and the patient would be monitored.